Event description:
A caller reported an occlusion alarm, but tandem technical support was unable to verify the alarm number in the pump history. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer addressed the occlusion by changing the infusion set and cartridge, resuming insulin, and taking multiple daily injections. However, the customer experienced frequent occlusion issues, prompting a request for further assistance.